Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report: 3005168196-2020-02144. Section g. Box 5. 510(k).

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the proximal left m1 segment of the middle cerebral artery (mca) using a velocity delivery microcatheter (velocity) and a non-penumbra catheter. During the procedure, the physician completed approximately six to seven passes using the velocity and catheter. The velocity and catheter were removed and flushed. Afterwards, while inserting the velocity into the catheter outside the patient, the velocity broke at mid-shaft. Therefore, the velocity was removed. The procedure was completed using a new velocity and the same catheter. There was no report of an adverse effect to this patient.